Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge representative reported that no parts have been replaced. The iabp came to life as soon as the covers were removed and pumped on a trainer for more than 13 hours with no problems. The iabp was turned off and on to provoke the error; however the issue did not reoccur. The getinge representative will provide the so once the distributor provides it. The iabp was returned to customer after thorough inspection of head to base connections as recommended by technical support.

Event description:
It was reported that during use on a patient the screens of the cardiosave intra-aortic balloon pump (iabp)went blank and alarm sound. The end user stated that after restart, only alarm sound, no screen. Patient safely transferred to backup iabp. There was no harm or injury to patient and no adverse event was reported.